Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that angle wire play, the deflector wire stretch, the ccd module defect, and the lg prong top assy loosen. Based on the result, we concluded that it was caused due to the dust remained in the ccd module; however, other defects are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
The product has not being sold in us but other americas regions such as south america, so we do not have the 510(k) number. We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
There is a grey spot in the image. This event occurred at the time of during inspection. There was no report of patient harm.